Event description:
The hosp reported that during the coronary artery bypass procedure, three seals did not deploy out of the delivery tube into the aorta. The surgeon used replacement unit to complete the procedure. No pt complications were reported by the hosp.